Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. It is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. IFU: evidence suggests that the user did not follow the iuf/label. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the videoscope the coat of the insertion snake tube is peeling off (1mm2 or more), and the c-cover was burned. There was no report patient involvement.